Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 5/18/2007.

Event description:
A surgeon reports a patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00220. Patient records provided indicated at approximately 4 months post-op, bcva in the right eye decreased one line from pre-op. One day later, bcva was almost equal to pre-op. An enhancement is planned. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve, after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.